Event description:
It was reported that the patient was unable to communicate with the stimulator. It was noted that there was not a low battery communicated, and end of service was suspected but not confirmed. The patient stated this last implant never really worked very well so he hadn¿t used it much. The patient clarified that he thought he was to have a rechargeable, but was not given it this last implant. The programming was changed to make the battery life last longer and it just never worked well for the patient. The patient went to turn the stimulator on, and it did turn on, but he couldn¿t make adjustments. The patient stated it ¿just ain¿t working¿; it had been working a couple of weeks prior to the report. He had turned it off for a couple of weeks but had a bad day recently so he wanted to turn it on again. There were no pulses at all and the patient had last felt stimulation 3 weeks prior. The patient tried 2 programmers and only got 3 beeps when he tried to make adjustments. All lights were green on the programmer. The patient was advised to contact his physician for a device check. Additional information about any interventions and outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0333691v, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).